Event description:
It was reported by the hospital's clinical pharmacy specialist that a patient possibly reprogrammed the pca pump (the medication was hydromorphone), as the rn found the pca door opened once they entered the room. The customer reportedly reviewed the infusion logs and found that door was open multiple times and reprogrammed. However, it was reported that there was no order for dose adjustment during this time period. The patient was reportedly only prescribed a continuous dose of 1mg/hr (lockout interval of 20 minutes). The infusion was started on (B)(6) 2022 at 0927 and ended on (B)(6) 2022 at 2342. Due to the event, the patient reportedly had an unspecified reaction, which required administration of narcan 0.2mg (1 dose).

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available and d15 - cause not established. Correction : adverse type, date of event, describe event or problem, type of reportable events, imdrf annex e and f codes. Additional information : age at time of event, age unit, date of birth, sex, weight, weight unit, event attributed to, other relevant history, unique identifier (UDI) #, medical device serial #, device available for eval?, returned to manufacturer on, concomitant med prod data, device return to manuf .?, reason code for no evaluation, device manufacture date, imdrf annex b, c and d codes.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported by the hospital's clinical pharmacy specialist that a patient possibly reprogrammed the pca pump (the medication was hydromorphone), as the rn found the pca door opened once they entered the room. The customer reportedly reviewed the infusion logs and found that door was open multiple times and reprogrammed. However, it was reported that there was no order for dose adjustment during this time period. The patient was reportedly only prescribed a continuous dose of 1mg/hr (lockout interval of 20 minutes). The infusion was started on (B)(6)2022 at 0927 and ended on (B)(6)2022 at 2342. Due to the event, the patient reportedly had an unspecified reaction, which required administration of narcan 0.2mg (1 dose).

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the patient possible was re-programming their own pump, as the rn found the door open once when they entered the room. I see multiple times the door was opened and reprogrammed. However, the dose was never adjusted by provider during these times. Patient was also only prescribed a continuous dose of 1 mg/hr. The facility is asking if the 1, 2 and 3 mg doses shown here ¿ were these administered or just programmed. There was patient involvement but patient impact is unknown.